Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. The system was restarted which did not resolve the issue. A philips remote service engineer (fse) inspected the system remotely and confirmed the reported issue. Analysis of the log file confirmed the malfunction and most likely cause is flex vision pc. A philips field service engineer (fse) inspected the system on site and found during troubleshooting that the flexvision pc was defective, which was replaced and returned for analysis. Part analysis did not identify any malfunction with the flexvision pc. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.